Manufacturer narrative:
The product was not returned for analysis. The reported product lot number was not provided. Lot specific reviews for similar complaints or non-conformances could not be conducted. However, before production release, each device history record is reviewed to ensure that the product met the required specifications and release criteria.root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during the intraocular lens (iol) implant procedure cartridges found to have crack while implanting the iol. In some cases iols were damaged and needed to be replaced before iol delivery in to the eye. Additional information has been requested.